Event description:
It was reported that during a kyphoplasty procedure, the physician attempted to remove the balloon catheter without deflating the balloon first. This caused the balloon to be left inside the pt. No add'l incisions were made to remove the balloon. The physician then chose to deploy cement into the body. According to the stryker sales rep, this was not a product malfunction and the instructions for use were not followed. The pt was given an antibiotic. There were no adverse consequences reported related to the balloon being left in the body. The procedure was completed without surgical delay.

Manufacturer narrative:
The device will not be returned to the MFR for eval.